Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a broken shaft occurred. The lesion being treated was located at the bifurcation of the very tortuous right coronary artery and the acute marginal branch. The vessel was pre dilated inserted two wires into the acute marginal branch. While advancing the taxus express2 2.50x8mm drug eluting stent, friction and resistance was felt. When pulling back the stent delivery system, both wires came out. The taxus express2 2.5 x 8mm looked like it had a broken shaft. The physician successfully deployed a new taxus express2 2.5x8mm stent. No patient complications were reported and the patient's status is satisfactory/good.